Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s power supply required replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned her olympus evis exera iii video system center as a part of a corrective action power source repair process. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform, that there was no allegation with the subject device. And preventative maintenance was completed to replace the power supply.